Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose. The customer's blood glucose was 405mg/dl at the time of incident. Customer treated high blood glucose with bolus. Customer unable to calibrate, alert on low, and alert on high. Sensor on updating loop. The product will be returned for analysis.